Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: (B)(4)) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
Related manufacturer reference number: 2017865-2022-39004. It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported event of an inaccurate longevity estimation was unable to be confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.